Event description:
It was reported to medtronic minimed that the customer experienced no communication between the carelink and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6112.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team confirmed the patient is linked with the care partner. The most likely root cause is a cache issue in the care partner app that's causing the app to show the link request as pending. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: I can confirm the patient is linked with the care partner. If the care partner is still seeing that the patient is not linked. Please ask the care partner to follow the below steps: please ask the care partner to follow the following recommendation: for care partner. Android: settings > apps> carelink connect> storage cache. Click on clear storage clear cache. By performing this step, the customer will remove all the cached information related to the app. Uninstall the application normally. Restart the phone. Install the carelink connect app. Wait 10 minutes. Open the app. If issue is not resolved, wait 15 minutes and try all steps again. Ios: 1) settings > general > iphone storage > carelink connect > delete app. By performing this step, the customer will remove all the cached information related to the app. 2) uninstall the application normally. 3) restart the phone. 4) install the carelink connect app. 5) wait 10 minutes. 6) open the app. 7) if issue is not resolved, wait 15 minutes and try all steps again. We are proceeding to close this ticket as we have not received any response despite requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.